Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the urine did not flow properly through the catheter. Allegedly the urine did pass through the catheter for a while, however after several hours the outflow became poor again. Another catheter was used and the user confirmed 500 cc of urine flowed from the patient.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Visual evaluation of the returned sample noted one opened non original packaging, with a used meter bag and tubing connected to the sample port. Fluid flowed through drain bag tubing; however, the catheter was not returned. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. Valve type: use luer slip syringe. Do not use needle. With bard® hydrogel and bacti-guard®* silver alloy coating warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient."

Event description:
It was reported that the urine did not flow properly through the catheter. Allegedly the urine did pass through the catheter for a while, however after several hours the outflow became poor again. Another catheter was used and the user confirmed 500 cc of urine flowed from the patient.